Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke while removing after the procedure was complete. The hosp has reported no pt injury occurred.